Event description:
Patient reported developing epilepsy two years after having the device implanted and didn't know if epilepsy was a side effect of the stimulator or not. Device was removed. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).